Manufacturer narrative:
Information contained in this record was previously submitted thru asr on 20/jul/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is a deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, fold crease, wear abrasion, and yellow particles. A leak test was performed and found opening on the anterior side. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool on the anterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is a striated edge opening on the anterior side due to surgical damage.

Event description:
Patient reported a right side deflation. Device has been explanted.